Manufacturer narrative:
Investigation summary: "bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for glass breakage was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of glass breakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode glass breakage. Bd was not able to identify a root cause for the indicated failure mode."

Event description:
It was reported when using the bd vacutainer® 4nc 0.129m 0.4 ml blood collection tubes customer noticed that the tube was broken. The following information was provided by the initial reporter. The customer stated: "according to the customer's report, the hcp put down the tube after blood collection and the tube was then broken."